Event description:
It was reported that customer experienced cartridge alarm during pump load process, and issue had occurred previously with same pump. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged a warranty replacement pump.